Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08/17/2023. An investigation was conducted on 08/17/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Evidence of charred material was also observed between the jaws. The clear silicone insulation of the jaws was observed to be intact with no visual defects. The heater wire was observed to be flexed away from the base of the hot jaw and remained attached at the tip of the hot jaw. An electrical evaluation was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test. A tone was audible from the power supply upon activation. It produced visible steam and heat with the jaws open, without sliding the toggle back to activate the device. The open jaws were observed to glow bright orange upon activation. After approximately 5 seconds, flames were noticed from the jaws. Opening and closing the jaws had no effect on the activation of the device. An engineer evaluation was conducted on /2023 with the following results: "the jaws on the complaint device were found to have severe heat damage from the device remaining activated. The silicone rubber over-mold on the jaws were charred from fire due to the heater on the device remaining activated during initial complaint testing. Additionally, the heat damage caused the heating element to separate from the silicone rubber over-molded at the tip of the primary jaw. The jaws on the complaint device were found to have severe heat damage from the device remaining activated. The silicone rubber over-mold on the jaws were charred from fire due to the heater on the device remaining activated during initial complaint testing. Additionally, the heat damage caused the heating element to separate from the silicone rubber over-molded at the tip of the primary jaw. The thumb toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The heating element on the jaws heated up which is normal. Next, the thumb toggle was released and returned to the ¿off¿ position, but the device remained activated which is not normal. Next, the complaint vh-4000 hemopro2 tool handle was opened to determine the cause of the heating element on the primary jaw remaining activated. Using a multimeter (calibration ID# 14054), electrical continuity of the device¿s switch was tested between the switch¿s common and normally open terminals. There was electrical continuity between the common and normally open terminals which is not normal. It was observed that when the switch lever was depressed to the operating position, the normal clicking sound when the switch¿s internal contacts close together was not heard. This is not normal and indicates that the internal moving contact was jammed in a position that was causing the switch to remain activated. Next, the black cover on the switch was removed to find out what was causing the switch¿s internal moving contact to be jammed in a position that was causing the switch to remain activated. It was observed that the switch¿s normally open terminal had come loose from its normal location inside the switch and was positioned up against the switch moving contact. The switch could not be turned ¿off¿ because the switch¿s normally open terminal was in physical direct contact with the switch¿s moving contact. This was the cause of device remaining activated. The cause of the loose normally open switch terminal appears to be from the switch being defective because there are no processes in making the hemopro2 tool that would apply a force that would push the terminal into the switch body. Based on the returned condition of the device, the investigation results, and the engineer evaluation, the reported failure "device remains activated" as well as the analyzed failure "material twisted/bent wire" were confirmed. The lot # 3000319346 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode is being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the trigger was released on vasoview hemopro 2 but the device would not stop heating up/deactivate. It was stuck in the cut/seal mode even when removed from the scope. They had to unplug the device to stop the energy from activating. There was a delay while opening a new evh kit. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.